Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the black shrink insulation on the shaft peeling up and partially obscuring the jaws during cutting. Nothing broke off or fell in the patient. Case was ultimately completed but partial obstruction of the jaws during cutting was a hindrance. The procedure was completed with the same device. No harm was brought to the radial artery or patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 07/09/2021. An investigation was conducted on 07/14/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The jaws were observed to be bent at a 90 degree angle from the base of the jaws. The black shaft insulation was observed to be peeled at the tip closest to the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to normal clinical use. A mechanical evaluation was conducted. The toggle was manipulated to open and close the jaws. The jaws were unable to open and close, due to the jaws being bent at a 90 degree angle the jaws were unable to open and close as intended. Based on the returned condition of the device, the reported failure "peeled; shaft" was confirmed, as well as for the analyzed failures "material twisted/ bent shaft" and "mechanical issue- jaws do not open or close".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed the black insulation covering the area just before the jaws of the cutting device peeling up and partially obscuring the jaws during cutting. Case was ultimately completed but partial obstruction of the jaws during cutting was a hindrance. No harm was brought to the radial artery or patient.